Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise. Isometric maneuvers could not reproduce the observation, however was noted when the patient with this lead was talking. All other measurements were normal and stable. A review of the memory logbook revealed numerous stored tachycardia episodes. No asystole greater than two seconds was observed. A memory download was provided to an internal technical service consultant for their review. During a review of the information, low out of range impedance measurements were noted. It was thought there may be insulation damage due to clavicular crush or a tight suture sleeve. A revision procedure is intended. The patient was hospitalized until the revision procedure is performed. Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced. In addition, as the device was reaching end of life for normal battery depletion, the device was also replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.